Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during service and evaluation. Reliability engineering evaluated the device and observed that the mini air drill device was generally seized, jammed and moving heavily. It was further determined that the housing, valve manifold,fins, and motor failed; and the device had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the mini air drill device was generally seized, jammed and moving heavily. It was further determined that the housing, valve manifold, fins, and motor failed; and the device had no function. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The event date was inadvertently documented as (B)(6) 2015. The correct event date is unknown. Date of this report was inadvertently documented as (B)(4) 2015. The correct date of this report is (B)(4) 2015. Describe event or problem: it has been clarified that the "no function" reported was not found during service but it was noted in the service order instead. If additional information should become available, a supplemental medwatch report will be submitted accordingly.